Event description:
Pedicle screws surgically placed. The newly fractured l4 pedicle migrated with the l4 screw causing pt leg pain. Screws removed surgically.

Event description:
Add'l info rec'd from MFR 1/18/2005: the lot number was not reported and is unknown at this time.